Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01682.

Event description:
Per report from radiology dated 27sep2016: "ivc filter noted with fracture of a posterior filter limb." Per report from CT dated 03feb2017: "infrarenal ivc filter is in stable position, with the proximal tip projecting over the mid l2 level. Unchanged linear hyperdensity projecting over the right iliac crest is shown to be in the right gluteal subcutaneous soft tissues on 2015 CT." Per report from xray dated 07feb2017: "suspected fractured tine of ivc filter which otherwise shows no complicating features." Per report from CT dated 27jul2017: "there is an ivc filter in place the distal tip at level of the lowest left renal vein. There is no significant tilt in the apex of the filter does not touch the ivc wall. 4 long-distance struts perforate beyond the ivc wall. The anterior strut abuts the third portion the duodenum without obvious perforation the posterior strut extends approximately 7 mm into the l3 vertebral body. The left structures extends approximately 3 mm into the aorta. The right strut abuts right proximal ureter without definite invasion but no clear fat plane is present. The 2 smaller anterior struts and at least one of the left lateral smaller struts also perforated the ivc wall there is clear fat plane present between the stress and adjacent structures. No evidence of ivc stenosis."